Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Second complaint (B)(4) to capture the revision surgery on (B)(6) 2023 and (B)(4) will cover the revision surgery on (B)(6) 2023.

Event description:
It was further reported that the nail had been implanted six months prior in spain, and the nail had been dynamized three months earlier to no effect. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6 h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that unk - nail head elements: pfna blade was found broken in two. The broken defect can be related with the unable to disassemble complaint. According to the event description the device was stripped from prior attempts of disassemble. This can be traced to unintended use error. The complaint condition can be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - nail head elements: pfna blade. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown nail head element: pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D6: device was implanted on an unknown date in 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: concomitant therapy occurred on an unknown date in 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2023, removal of a pfna was attempted because of delayed union which would have progressed into non union. Removal was attempted using a non-synthes removal kit, but was unsuccessful. On (B)(6) 2023, removal of the same pfna was attempted using synthes removal kit, however the removal instrument would not screw into the back of the blade. It was believed this is due to damage cause by the originally used non-synthes kit. The blade removal instruments were utilized, however the end cap of the blade was unable to be removed. Because the end cap could not be removed, the hook method and plier method were both attempted and both were unsuccessful in removing the pfna. Carbide drills and diamond coated burrs were used and the blade sleeve and blade itself were removed separately with pliers. No further information is available. This report is for an unk - nail head element: pfna blade. This is report 3 of 3 for (B)(4).